Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that post-operatively the patient reports pronounced halos around strong light sources, as well as colour distortion. The patient also experiences great difficulty in adjusting between different light conditions. The issue affects the patient bilaterally - see also FDA MDR 3012304651-2026-00149. "Deviation from target refraction" and "reduced vision" are listed in the "adverse events" section of the rayone IFU. The device was not available for return. Iol remains implanted. The rayner hydrophilic acrylic iol use risk analysis identifies the following as possible causes of "photopsia/post-operative glare"; haptic failure / decentration > 1.5mm, capsular rupture/zonular failure, internal reflection from lens internal edges, internal reflections from optic edges and iris diameter too large leading to internal reflections from optic/haptic edges. There is a period of adaptation with any intraocular lens implant referred to as neuroadaptation. Rayner has previously been advised by its medical consultants that this process can take up to six months to achieve in some patients and that some patients (approx. 3-5%) are just never able to adapt to the functional style of the lens. As the issue affects the patient bilaterally this is indicative of a neuroadaptation type issue. Our review of production records for the rayone emv toric rao210t batch 063216269 showed that all manufacturing and quality checks were conducted with successful results. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone emv toric rao210t batch 063216269.

Event description:
On (B)(6) 2026, rayner received notification from its distributor in sweden of an event that occurred following implantation of a rayone emv toric rao210t. The event description provided states that post-operatively the patient reports pronounced halos around strong light sources, as well as colour distortion. The patient also experiences great difficulty in adjusting between different light conditions.